Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that following an unrelated surgical procedure wherein both ipgs were not placed into surgery mode, the ipgs became unable to communicate with external devices. Troubleshooting was able to resolve the issue.